Manufacturer narrative:
The patient weight was not provided. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 2 years and 9 months. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2013. It was reported that since approximately (B)(6) 2014, the patient has experienced elevations in lactate dehydrogenase (ldh) levels, prompting a higher inr goal of 2.5-3.5. The patient reportedly had episodes of thrombotic events prior to pump therapy. The patient was admitted with a new ldh peak of 930 u/l. After 10 days inpatient despite aggressive bivalirudin monotherapy with a partial thromboplastin time goal of 80-100 seconds, the patient's ldh level did not returned to baseline and only reduced to 627 u/l. Pump thrombosis was suspected due to the patient's elevated ldh level and isolated rises in the pump power consumption. The patient underwent a pump exchange on (B)(6) 2016.

Manufacturer narrative:
Section b5, b7, e4, f1, f2, g3: additional information. The attached user facility medwatch report was received. H3. Not evaluated reason: placeholder.

Event description:
Additional information: a user facility medwatch report was received on 07/19/2016 via cdrh. Stating: event description: patient with history of end-stage dilated cardiomyopathy s/p heartmate ii implantation in august 2013. His post-lvad course has been complicated by episodic elevations in his ldh concerning for occult pump thrombosis and resulting in a higher inr goal of 2.5-3.5, who was admitted 5/10/16 with an ldh of 930, concerning for acute pump thrombosis and treated with IV bival monotherapy. However in the days since admission he has had a number of power spikes on this vad despite being on bival and continued rise in ldh. Patient stated he has was completely asymptomatic through all this. Cardiac surgery service was consulted was consulted and patient underwent vad exchange on 5/27/16 for pump thrombosis.

Manufacturer narrative:
Section d10: additional information. Device evaluation: evaluation of the returned pump confirmed thrombus. Examination of the pump upon disassembly revealed a red, tissue-like deposition situated around the inlet stator bearing cup and rotor bearing ball. The deposition had a ring-like structure and areas that were denatured, indicating that it likely developed over an undetermined period of time while the pump was in operation. The duration of its presence in the pump could not be conclusively determined. Examination of the outlet stator also revealed a loosely seated, white, soft deposition. The examination found no evidence to indicate that the deposition had formed in laminated layers. There were also no evidence of denaturing or contact marks on the rotor to indicate that it was present in the pump while it was operating. The evaluation could not conclusively determine the origin of this deposition. Although a specific cause for the depositions and a timeframe for which they were present in the pump could not be conclusively determined, they would have potentially contributed to the report of elevated lactate dehydrogenase level and pump thrombus symptoms. Additionally, the depositions could have created additional resistance on the spinning rotor, potentially contributing to the reported pump power elevations. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from this testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Device thrombosis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.